Event description:
A report was receiving that the patient felt his paddle lead move and it caused stimulation to be reduced and was irritating a root nerve. X-ray had confirmed the paddle lead had migrated. The patient will undergo a lead revision to correct this.

Event description:
A report was receiving that the patient felt his paddle lead move and it caused stimulation to be reduced and was irritating a root nerve. X-ray had confirmed the paddle lead had migrated. The patient will undergo a lead revision to correct this.

Manufacturer narrative:
Additional information was received that the patient reported good stimulation coverage. The patient decided not to proceed with the revision.